Event description:
A customer contacted baxter's technical service center, regarding a system error (se) 2240 alarm, on the home choice (hc) unit during use, with the patient connected, in drain 5 of 5. The home patient (hp) had disconnected thinking therapy was completed causing the error. The technical service representative (tsr) had the hp disconnect using aseptic technique. The tsr had the hp cycle power to the hc to clear the s/e 2240 and end therapy. The hp was advised to notify their peritoneal dialysis registered nurse. There was patient involvement however there was no patient injury or medical intervention, associated with this event.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) had disconnected thinking therapy was completed causing the error. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.